Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. During troubleshooting for the first malfunction alarm, the customer reported a blood glucose (bg) level of 96 mg/dl. During the second malfunction alarm, the contact reported that the customer's bg level was unknown. Reportedly, the customer will use current pump to continue insulin therapy; however, tandem technical support recommended for the customer obtain back up therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.